Manufacturer narrative:
Per tandem user guide: the infusion set should be changed every 48-72 hours, per guidance from the customer's healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was being performed with tandem technical support; however, the customer declined completing the system check. Customer reported using the infusion set for 5 day. Tandem technical support informed customer that use of infusion sets for greater than 2-3 days if off label per the user guide. No additional information was provided. Customer's blood glucose was 130 mg/dl at the time of event.